Manufacturer narrative:
The insulin pump received with no express bolus button response due to unlocked lcd keypad connector. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 221 mg/dl. The customer stated the b button is not responding and nothing come up on the screen. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.